Event description:
The operators were preparing to treat an arrest patient. Reportedly, the device lcd screen allegedly went blank. The device was not connected to the patient and a backup device was used to continue treatment. The reporter stated that there was no delay in treatment to the patient. The patient's outcome is not known.